Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a problem where stimulation would ¿turn off by itself¿. Patient said the issue wasn't positional, he could be sitting still, feeling stimulation without moving, the stimulation would just turn off and he would not feel it. After that, at about one minute to 3 minutes, patient wasn't sure how long exactly, the stimulation would turn back on without patient touching his patient programmer (pp). Patient said he didn't know how often this occurred a day, but it happened to him this morning, stimulation had ¿turned off¿ while he was driving before. Patient met with representative (rep) and rep suggested that patient used the sync button to check the ins status when stimulation turned off, patient said he had not tried it yet and would start keeping a journal. Patient services reviewed possibility that patient had soft start/stop programming. It was noted this issue was not resolved and patient was planning to meet customer service about it. No further complication and no symptoms were reported. (B)(6) 2018 teleph: additional information stated that representative did not remember being aware of any information about the stimulation issue, and she would follow up with the patient to see if she could help the issue. No further complication and no symptoms were reported. Refer to (B)(4) for implant not fully charged.